Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during a primary left hip procedure, when the circulating nurse opened outer blister on the cup, the inner blister opened at the same time and caused the implant to exit packaging and fall out onto the o.r. Floor. No adverse consequence or delay in surgery. Surgery was completed using a tritanium revision cup - part #509-02-54e.

Manufacturer narrative:
An event regarding a packaging issue involving a tritanium shell was reported. The event was confirmed. Method & results: -device evaluation and results: the foam was stuck to the inner tyvek lid. -medical records received and evaluation: not performed as no medical records were received for review with a clinical consultant. -device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for this lot. Conclusions: the investigation concluded that the foam was stuck to the inner tyvek lid. This is a known packaging issue. Packaging innovations is aware of this, and has issued a memo. The device¿s sterile barrier was not been compromised.

Event description:
It was reported that during a primary left hip procedure, when the circulating nurse opened outer blister on the cup, the inner blister opened at the same time and caused the implant to exit packaging and fall out onto the o.r. Floor. No adverse consequence or delay in surgery. Surgery was completed using a tritanium revision cup - part #509-02-54e.